Manufacturer narrative:
The investigation is ongoing. Results will be provided with a separate follow-up report.

Event description:
It was reported that there was a ventilator failure during use. No injury reported.

Manufacturer narrative:
The electronic log file was available form investigation. The log analysis revealed the vacuum pump as the root cause. This assumption was confirmed in the test laboratory. The vacuum is required to make sure the diaphragms within the ventilator remain in place while the piston moves up and down. The atlan system monitors the vacuum and if the system detects a deviation that might have influence on the automatic ventilation the atlan will shut down automatic ventilation as a protective measure. At the same time, it will generate a corresponding alarm. In this particular case the atlan behaved exactly accordingly. Manual ventilation will be possible at any time. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
It was reported that there was a ventilator failure during use. No injury reported.